Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient.patient said that she has increase the intensity on both of the tracks however noticed if she goes too high, she feels tightness around her chest. Patient said that then she has to decrease stimulation. Patient also mentioned that she doesn¿t believe that the stimulation never got as high as it was needed. No further patient symptoms or complications were reported in this event. Patient had previously reported that it feels like she has rope around her chest. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for post herpetic neuralgia and non-malignant pain. It was reported that the patient's ins was shocking them after turning stimulation back on following being in a discharged state. When the patient connects to the recharger they feel a jolt and stimulation is very strong for about 30 seconds until it levels out. It was recommended that the patient decrease the amplitude down before turning the ins back on. It was also reported that the patient was getting a 376 error code on the insr (antenna test temp failure). A new antenna was sent to the patient. No further complications were reported.